Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown lead exhibited pace impedance measurements of greater than 2,000 ohms and high threshold outputs. This lead was noted to have been replaced. Due to the limited information received, further follow up to obtain related details was not possible. No additional adverse patient effects were reported.